Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on performa combo meter, within 10 minutes: 18 mmol/l and 6.0 mmol/l. No adverse event reported. No product will be returned due to custom and legal issues in (B)(6).